Event description:
Resident with late stage dementia unable to stand without assist has soft lap belt ordered for positioning. Strap for soft lap belt is to be attached behind w/c to rear anti-tip bar which attaches to w/c frame. Rear anti-tip bar was attached to IV pole tube tubing which does not secure rear anti-tip causing strap to come if allowing resident to slide out of chair. Fall resulted in hip fracture.